Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their insulin pump was not working properly and it had stuck button. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the middle button is not moving. The device will not be returned for analysis.